Manufacturer narrative:
The system was recently returned to the repair center. An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from (B)(6), alleged the generation of discrepant sars-cov-2 results for six (6) patient samples when using the cobas liat sars-cov-2 and influenza a/b test, compared to the retest results of an independent clinical lab center. Six patient samples tested positive for sars-cov-2. When retested at the independent clinical lab center with an unknown system, the results were negative. No further information on the type of system used for the retest is available at this time. No harm is alleged from the six (6) patient samples. An investigation is currently ongoing. Per the FDA guidance six (6) mdrs will be filed, one per sample.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. 6 additional positive runs were identified during the investigation however no specific allegations were made for these. (B)(4).